Event description:
After the pre-dilation of the carotid lesion, flow speed was significantly reduced. There was thrombus present at the target site. After the stent was delivered and post-dilated, flow became very slow. The physician suspected that the cause of the slow flow was thrombus present in-stent, and soft plaque-rich debris from the lesion, which became caught in the filter, clogging it, and preventing flow. During the procedure, the pt suffered a neurological event diagnosed as a stroke. The pt is a male. The target lesion was the carotid artery (side unk). The lesion was long. Calcification was not significant and the lesion was not tortuous. The rate of stenosis is unk. The pt was anti-coagulated. There was some difficulty accessing the lesion with a guidewire. An angioguard distal protection was placed in position in the vessel, distal to the lesion. The lesion was pre-dilated. After pre-dilation, it was noted that flow was significantly reduced. The stent was placed and post-dilated. Post-dilation was performed to reduce possibility of the flowing out of the thrombus formed in the inner side of the stent. The physician stated that thrombus was seen in-stent by radiographic images. Suction was not performed since there was some flow through the lesion, though it was reduced to slow-flow. When the angioguard device was removed from the pt, there was debris in the basket. Edaravone was injected to treat the slow-flow. During the procedure the pt suffered a brain infarction. When the pt discharged from the hospital, he was at the recovery status described with modified rankin scale grade 1.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this complaint represents one of cordis two products used in the same procedure and is related to mfg# 9616099-2008-00562 and 1016427-2008-00056.